Event description:
Customer states that the tumescent infiltration pump is leaking fluid.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The dp 20 was returned to nouvag USA inc. Evaluation determined that the foot pedal was defective.

Manufacturer narrative:
Device has not returned.